Manufacturer narrative:
(B)(4). Apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat1 analyzer sn (B)(4) that yielded suspected discrepant results on a patients (non-specified). There was no additional patient information at the time of this report. The analyzer is being returned for investigation. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on limited information available that suggests the product was not performing within the variability of the assay. Test times and patient data was not available. The customer stated that after getting results of >9, the samples were sent to lab and results were as expected. The customer also states the issue was sporadic over a 2-week period no specific patient information available and patient(s) were treated on the lab result. The customer is alleging that the analyzer is the issue because they retested all of the patient samples and qc on two different analyzers and results displayed. The analyzer is being returned for investigation. At this time there is no reason to suspect a malfunction exists, based on the results provided. The investigation is underway.

Manufacturer narrative:
Apoc incident #: (B)(4). The investigation was completed on 10/22/2018. The customer reported that analyzer s/n (B)(4) produced unexpected (high) potassium results and starouts for ica results when running chem8+ cartridges lot h18161 using I-stat tricontrols level 1 and 3. Analyzer s/n (B)(4) functioned according to specification during testing and produced results that were within the acceptable values. A rocketware search spanning six months revealed one similar incidents and no evidence of a trend. No deficiency has been identified.